Event description:
It was reported that the pt complains of pain in the right hip and can't walk.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: unk, 30mm 132 deg rejuvenate neck. Unk, 52mm tritanium acetabulum. Unk, 10 deg x3 liner. Unk, 32mm +0 head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.